Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien ultra valve, the commander delivery system balloon ruptured during deployment due to heavily calcified sinotubular junction (stj). There was no procedural complications or patient injuries. The operator believes that the balloon rupture was due to contact with calcified stj. The aortic annulus area measured 502mm2 and the stj diameter measured 24.5mm. A review of the photos provided showed circumferential liner delamination of the esheath. The devices were discarded by the facility.

Manufacturer narrative:
Section b5 was updated for clarification purposes. Investigation is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2021-03636.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h6 component code, type of investigation, investigation findings and investigation conclusions. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Since the lot number of the complaint device was not provided, a device history records (DHR) review and a lot history review were unable to be performed. The patient's 3mensio imagery, device photos post procedure and procedural cine were provided and revealed the following: 3 mensio imagery shows the condition of the patient vessel with calcification present, sheath delamination: balloon was burst, bunched up and caught at sheath distal tip, delivery system remained inserted through sheath. Balloon burst remained outside of sheath tip. No IFU or training deficiencies were identified. A review of complaint history from july 2020 through june 2021 revealed that the edwards esheath introducer set (all models and sizes) was performed for similar events and root cause identification. Of the potential root causes identified, procedural factors: excessive manipulation; withdrawal of burst balloon and procedural factors: excessive manipulation; withdrawal of burst balloon are potentially applicable to the current evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals were reviewed for guidance and instruction on device preparation and usage involving the commander delivery and no IFU or training deficiencies were identified. A sheath liner delamination was confirmed by review of the provided imagery. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Reviews of the DHR, lot history, and complaint history, revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU and training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination was present out of the box. Per complaint description, the balloon ruptured due to heavily calcified stj. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty 9further evaluation regarding commander balloon burst is captured in complaint # 2021-08881-01). Additionally, calcification was present in the access vessel. These patient factors can create a non-coaxial alignment of the delivery system balloon and sheath distal tip upon reentry into the esheath which can potentially lead to the balloon to be catching on the esheath distal tip. As difficulty was likely encountered, excessive manipulation was likely applied to overcome such difficulties, leading to the sheath delamination. Available information suggests that procedural factors (excessive manipulation, withdrawal of burst balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Since no edwards defect, which could have resulted in the complaint was confirmed, no preventative or corrective actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the fcs, during a tf tavr procedure with a 26mm sapien ultra valve delivery system, the balloon ruptured due to heavily calcified stj. No procedural complications. Patient not harmed. Implanter believes the balloon rupture was due to contact with calcified stj contact. 26mm implanted in an annulus of 502mm2 and stj measured 24.5mm. Photo of the devices upon removal show circumferential liner delamination.